Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The mfg records for top assembly batch 9308053 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 10 atms on the second inflation. The initial inflation was also to 10 atms. The 100% stenosed lesion was located in the severely calcified, non-tortuous distal right coronary artery (rca). The procedure was successfully completed with a 2.5mm quantum maverick monorail balloon catheter. No pt injuries or complications were reported. Pt status is reported "good".